Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable defibrillation lead product ID 6949, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) due to oversensing of noise during ventricular tachycardia and ventricular fibrillation episodes. It was noted that this was not an issue with the lead, however it was reported that during the implant of the device the physician implanted the right ventricular (rv) lead into the left ventricular (lv) lead port and the lv lead into the rv lead port. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.